Manufacturer narrative:
Corrected data: upon further review, it was determined that the occurrence no longer meets the criteria for a reportable event per local regulation as the lens had a broken haptic that was detected prior to the implantation procedure, meaning there was no patient involvement. Subsequently, the event did not lead to death or serious deterioration in the state of health and if it occurred again, it could not lead to death or serious deterioration in the state of health. Therefore, the event is no longer considered reportable and no further reports will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4, model #: a complete model # is unknown, as product serial number was not provided. Section d4, catalogue #: a complete catalogue # is unknown, as product serial number was not provided. Section d4, serial#: unknown/ not provided. Section d4, expiration date: unknown as product serial number was not provided. Section d4, UDI #: unknown as product serial number was not provided. Section d6a, implant date: n/a, as there is no indication that the lens was implanted. Section d6b, explant date: n/a, as there is no indication that the lens was implanted. Section e1, telephone number: (B)(6). Section e1, city: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken. No further information has been provided.